Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 25mm non-abbott balloon. The valve got partially re-sheathed 2 times due to the implant being too low. The final implant depth at non-coronary cusp (ncc) was 7.1mm and left coronary cusp (lcc) was 3.7mm. Post-procedure, the patient experienced nausea, vomiting, and hypotension. For treatment, antiemetic, noradrenaline, and IV bolus were administered. The patient developed a left bundle branch block (lbbb) prior to discharge from hospital and no treatment required. The patient was discharged on (B)(6) 2025.